Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A CPAP device was returned to the manufacturer for service. During the evaluation, the device's foam was replaced due to preventative maintenance. The patient informed alleging a black filter. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.